Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the foreign material remaining in the device could not be determined. It was unknown if there were any deviations in the reprocessing steps from the instructions for use. There was no physical damage at the location where the foreign material remained. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif-h185 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.